Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between the patient connector of a peritoneal dialysis (pd) transfer set and the adapter. This occurred during use of the device for peritoneal dialysis therapy. The transfer set was replaced; however, the adapter remained in use. There was no allegation against the adapter. There was no patient injury or medical intervention associated with this event, however the patient was given prophylactic antibiotics as precautionary measure. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.